Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Updated.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The biomedical engineer reported that the unit was not in use with a patient.